Event description:
It was reported that, "post op x-ray showed initial cup placement had changed immediately post op because of medial wall deficiency and possible column fracture. Patient brought back to operating room the following day for bone grafting and placement of revision cup with screws. Rejuvenate neck was removed with proper inst. Surgeons informed replacing new neck in same stem was off-label because unable to guarantee taper quality. Decision was made to leave stem in place."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then it will be submitted in a supplemental report.